Event description:
Same case as 2134265-2014-05039 and 2134265-2014-05040. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), the motor drive unit was used in conjunction with an atlantis¿ sr pro and a sled. Upon pullback , automatic pullback failed and the physician thinks that pullback will no longer work. The procedure was completed with a manual pullback. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).